Event description:
During the scheduled surgical removal of the pt's pac, the catheter slipped away and into the ventricle. The catheter was unable to be retrieved via special procedures in radiology and required the cardiac cath team to retrieve it eventually. No injury occurred.